Event description:
It was reported to philips that geometry error caused a loss of motorized movement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recommended replacing the luc board v4; the device remains out of use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).